Event description:
It was reported that the ventilator had a disc/sense alarm and the turbine was not running. It is unk if the ventilator was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na.